Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had an infection from her sensor. Customer stated that her doctor did not want her to use the transmitter anymore. Customer stated that the infection is on the right side of her abdomen, and her blood glucose was fluctuating due to the infection. Nothing further was reported.